Event description:
A report has been made on behalf of a customer who was taken to hosp completely unconscious. The customer had a hypogycemic event, and believes the hosp staff gave him something to bring him out, but does not know what the medication was. Customer states he did not change the units of measure while changing the time, and did not realise that the meter had changed units and he had been using it for some months before it was recognised that the meter had been set in mg/dl instead of the correct setting, mmol/l. The meter was not checked by the hosp staff and the customer kept using the meter with the incorrect settings.